Event description:
The customer performed a control test on his contour meter and received a result of 205 mg/dl. The normal control range was 105-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.